Manufacturer narrative:
(B)(4). D10: cat# unk, lot# 65783016, unk 3.2x30mm drill bit. Cat# unk, lot# zb7251297, unk 3.2x30mm drill bit. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill driver broke during surgery while drilling. There was no reported harm or injury to the patient, and no surgical impact. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4;g3;h2;h3;h6 product was returned and evaluated. A visual examination of the returned product identified that the head had fractured from the shaft of the driver. Scuff rings were observed around the head. Scuffing was also present on the connector in multiple locations. The reported issue was confirmed based on an evaluation of the returned product. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: corrected: d4 updated: b4; d4; d9; g3; h2; h3; h4. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.